Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/29/2023, it was reported by an arthrex subsidiary employee via sems-06017542 that an ar-1588rt acl tightrope rt had an issue during a cruciate ligament repair procedure on (B)(6) 2023. During surgery, at the moment of raising the graft, the material ar-1588rt tightrope was cut. The sutures were removed by the doctor, and the device was discarded. Nothing broke off inside of the patient. A replacement of the same material was used, and the surgery could be completed successfully. Additional information has been requested. On (B)(6) 2023, the arthrex subsidiary employee provided the following information via email: the team was moving the graft up and performing the femoral fixation when the white sutures were cut. There was an unspecified case delay as the team had to prepare the graft again since the doctors made some distal and proximal fixation points in the graft. Therefore, they had to carry out the whole process again. Additional information has been requested.

Event description:
The arthrex subsidiary employee provided the following information via email: there was a case delay of approximately 30 minutes reported. Additional anesthesia was not applied.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.